Manufacturer narrative:
Product analysis: visual and optical examination review confirms implant fracture. Witness marks and material deformation noted on the through hole of the peek anterior ramp. These observations are consistent with overload of the implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however, a similar device with catalog # 2990832, 510k #k073291 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-l5 due to l4-l5 grade 1 degenerative spondy. Intra-op, it was noticed that the device was not in alignment with the inserter and the physician indicated that the device had broken. According to the physician, the cage may not have been properly attached to the inserter. The broken device was immediately removed and replaced with another one of the same size, without any problem. No fragment of the broken device remained inside the patient. There were no patient complications as a result of alleged event.